Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for insufficient blood flow was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Function testing identified that initially only a little blood was drawn but, on moving the plunger rod a little the syringe began to fill, pushing the plunger rod back. Root cause: the implication of the function testing is that the porous cellulosic plug, which allows air to escape from the syringe barrel when using in the preset mode, has become blocked. The plug is designed to allow air to vent until the blood its it and at this point the plug swells and blocks the vent stopping the draw. It has been known, in some cases that if there is excessive lube in the syringe barrel this can find its way onto the porous plug and block it, preventing the syringe from drawing in peset mode.

Event description:
It was reported that the bd preset" syringe with attached needle only drew very little blood volume. No serious injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect device type code. The correct device type code is jka.. The initial MDR was submitted with an incorrect 510k number. It is corrected to read k022426.